Event description:
On may 24th at 8:35 p.m. Distributor received a call from contact person. The homecare therapist on call had spokse with contact and was informed that the patient's caregiver and fatheter noticed a leak around josh's trach tbe. When they attemptd to change the tube, the wings or flange seperated from the shaft, which remained in the patient's stoma.the fatheter was able to removed the shaft from the stoma with tweezers. Contact reported that patient suffered no injury or ill effect from this incident. A new trach was inserted. Since the new tube was the same lot as the one that had seperated, homecare therapist recommended that they replace it with a different one. They inserted a tube from a different lot. These incidents were reorted to manufacturer on 5/25/93. The trach tubes were retreived from the home and sent via next day ups to manufacturer on 5/28/93 (delay becasue of patient's schedule).on 6/1/93 manufacturer rep. Reported to distributor rthat there appeared to be insufficient adhesive used on the trach tube and that he could not identify the problem. On aanother lot he stated we szhould have no problm and indicated that components used on all three lots were differentdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown, none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.